Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article in journal of interventional cardiac electrophysiology was investigating the performance of enhanced supraventricular tachycardia (svt) discrimination algorithms for reducing inappropriate therapies. It was reported that an event of a sensing anomaly occurred. Specific patient information is unknown. Further information is not available. Geller, johann christoph, et al. Reduction of inappropriate implantable cardioverter-defibrillator therapies using enhanced supraventricular tachycardia discriminators: the reduce it study. J interv card electrophysiol, 2019. Https://doi.org/10.1007/s10840-020-00816-9.